Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a sigmoid procedure, the device cut partially. There was a defect of reattachment of the anvil. Another like device was used to complete the procedure. There were no adverse consequences for the patient. Uneventful postoperative course five days after surgery. However, it is unknown if or when the patient was discharged home.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It is possible that the anvil was gripped by the locking springs while trying to reattached to the device; this would prevent the anvil locking on to the device. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.